Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (left) 575cc mentor memorygel breast implant catalog: 3505751bc lot: 6769262 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent primary breast augmentation with two 575cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2019.